Event description:
The amount of twist to move the so-called locking ring into place depends on the beginning rotational positions of the mating parts and upon the amount of insertion before movement of the locking ring. Marking an index line on the knurled part of the tubing, on the locking ring, and on the catheter-end component allowed discovery of those dependencies in a series of experiments. In those experiments, the beginning positions of the index marks ranged from 0 to 270 degrees. The necessary twists ranged from 90 degrees to 270 degrees. Those ranges refer to the single-thread characteristic of the connection. [That characteristic seems inadequate in view of the FDA data on disconnections in general and the data in this case in particular.] A 90 degree twist on the locking ring formed the weakest connection (unless beforehand the two components were jammed in place). Just a little "jiggling " or just a little torsion caused complete disconnection. Casual experiments show that clockwise twisting of the tubing before engaging the locking ring can cause complete disconnection, even after the locking ring is in place. In those experiments, the trigger leading to disconnection was a little movement of the tubing, as might occur when a pt moves to a more comfortable position. The tubing and the catheter were open to the atmosphere; neither blood nor saline was involved. In dialysis, the weight and pressure of the fluid in the tubing would contribute to the problem of maintaining the connection between the tubing and the catheter. Fluid in the mating parts of the connector, moreover, would make disconnection easier, because of the lubricating effect.